Event description:
An rn had just primed new IV tubing to hang for a patient. While carrying it into the patient's room, the nurse heard the tail end of the extension tubing (all the clear tubing below the proximal green port of extension tubing) hit the floor. When the tubing was examined, it had simply disconnected from the green port and fallen apart. There was no tension or tugging of the line. The rn obtained and primed new tubing for patient's IV fluids. Other than delaying the start of the IV fluids, the patient was not affected. However, the patient could have been harmed if the tubing had broken apart after it was attached (would probably have bled from her PICC line down that extension, and her IV milrinone may have leaked and not reached her).